Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
It was reported that the patient had thought the pump was out of medication ¿over the weekend.¿ the patient was told the pump was not due to alarm until ¿next week.¿ it was believed that something was malfunctioning with the pump as the patient had fallen ¿so many times.¿ the patient had been falling ¿for a while.¿ the patient had hit a piece of furniture two to three months ago and there was inquiry if that could cause the pump to malfunction. It was unclear if the pump was checked after the patient hit the piece of furniture but it was reported that ¿they didn¿t do anything¿ and ¿other than her back being sore she was fine.¿ the patient was to see a physician on (B)(6) 2013 in (B)(6). This physician was trying to get the patient in ¿enough shape¿ to get her back to her physician in (B)(4) as the patient needed to get her stents replaced. There was no further information pertaining to the stents. It was not known what medication the device system delivered. Additional information has been requested, but was not available as of the date of this report.

Event description:
The pump was replaced on the date of this report because the patient fell and hit the pump. When they removed the pump, the back of the pump was "encaved". The device system was delivering hydromorphone and bupivacaine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was delivering dilaudid and bupivacaine dose and concentration not reported.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 12-sep-2019 who reported that the patient had an incident 5.5 years ago where she thought she had the flu and started to go through withdrawal. The patient was due to get a pump refill in 1.5 weeks from this time noting that the patient had to curl up in a blanket because she was so cold. The patient went to their healthcare provider¿s office which is when it was discovered that the pump was empty. No further complications were reported or anticipated.